Manufacturer narrative:
The device associated with this event was originally reported to davol as a recalled composix kugel mesh; therefore, davol originally reported this event to the FDA in accordance with rae (B)(4). Subsequently, davol has received additional event information indicating that the associated event device is not a recalled composix kugel mesh; therefore we are submitting this MDR based on the additional information received. Based on the information provided, there is no indication a device failure occurred. The attorney report originally stated the patient suffered pain and injuries. The medical records received only note that the patient was treated for a recurrent hernia with the perfix plug on (B)(6) 2004. Although there is no indication a device failure occurred, without additional information, no conclusion can be drawn.

Event description:
Attorney reported: the kugel patch used in patient's hernia repair surgery failed, resulting in patient's suffering pain and harm. Patient has suffered injuries and damages. Patient's kugel patch failed while implanted causing serious physical complications. Based on medical records provided by the patient's attorney: (B)(6) 2004-patient underwent implant of a bard mesh perfix plug for a recurrent left inguinal hernia.